Manufacturer narrative:
B5: additional information received : it was said there was mild calcium in the common iliac arteries and the external iliac arteries are a bit tortuous. The physician feels the length of the common iliac arteries was the reason for the endoleaks. The patient underwent intervention four days following their presentation. Both limbs were extended to the internal iliac arteries. The endoleaks appeared to be resolved on the final angiogram. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films received; however, the exact cause and type could not be fully determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause, but these were not provided for review. It is likely that the endoleaks were ib endoleaks due to the short common iliac arteries. Concomitant type ii endoleaks from collateral vessels surrounding the aneurysm sac, also could not be ruled out. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID esbf2814c103e (serial: (B)(6) ); product type: 0180-aortic stent graft; implant date (B)(6) 2018 ; explant date: n/a this is a system report. The section d information is for the primary device, which was in use with the following: section d references the main component of the system. Other medical products in use during the event include: brand name endurant ii iliac stent graft; product ID etlw1616c124e (serial:(B)(6) ); product type: 0180-aortic stent graft; implant date (B)(6) 2018 ; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported approx. 6 years post index procedure, the patient presented experiencing abdominal pain. A CT scan revealed a 140mm abdominal aortic aneurysm, which appeared to result from a type ib endoleak from both limbs of the stent graft. Per the physician the cause of the type ib endoleak was anatomy related due to the patients short common iliac. No additional clinical sequalae were provided and the patient will be monitored.